Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported faulty display which was reproduced as an intermittent white screen during visual inspection. The reported faulty display was verified and found to be caused by a failed input/output board. The input/output board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a faulty display during preventative maintenance. There was no patient involvement. No additional information is available.